Event description:
It was reported when using the bd pyxis medstation system printer was not print medication labels. The customer reported that the medication label module needs to be reconfigured. The customer stated that the user was unable to remove/issue medication to the patient during this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the printer failed to print medication labels. The field service engineer inspected all of the default, printer settings and found it was an intermittent issue. Hence removed old malfunctioning printer and installed new zd411 printer. Uploaded drivers through remote connection and installed driver to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.